Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that while she was in the emergency room she was told that the insulin device was pumping too much insulin and not going by the timer. The customer's blood glucose was 72 mg/dl at the time the problem was reported. The customer reported that she was given humalin r, which is not recommended by the manufacturer's guidelines for use. The customer reported that the most recent set change was (B)(6) 2014. During troubleshooting, the priming technique was correct. The insulin type was short acting with the insulin concentration of 100 units. Programming was also reviewed and found to be correct. The reservoir showed the same amount of insulin as shown on the status screen. The customer reported that the insulin device was not exposed to an MRI. Nothing further reported.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functuoning properly and passed all functional testng. After testing, it as concluded that the device is operated per specifications.